Manufacturer narrative:
The reported malfunction was confirmed. No hardware issues were observed that could have caused the reported high blood glucose.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a malfunction code right after the infusion set was changed. The customer's blood glucose (bg) level was 250 mg/dl and a correction bolus was delivered to address the high bg. The customer reported that the high bg was due to the malfunction code and due to either overeating or inaccurately calculating the carbohydrates correctly. The customer was to use insulin injections to manage diabetes.